Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. A remote service engineer (rse) performed a troubleshoot with the customer. It was discovered that the average air standard liter per minute (slpm) was -2.1 the rse informed the customer that the average air slpm was out of specification between -1 to 1. The rse then advised the customer to perform a flow sensor calibration to see if it would bring the average air slpm back into specification. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.